Event description:
Report received of an overdelivery. The customer indicated the event was the result of an operator error in progrmming the device. The pump was programmed in the concurrent mode to deliver an unspecified volume of normal saline at 40ml/hr on the primary line. The secondary line was programmed to deliver 417ml of whole blood at a rate of 193ml/hr instead of the intended 139ml/hr. Reportedly, the nurse returned to the pt's room approximately 1 1/2 hours after the infusion was started, and observed that the container of blood was "almost empty." The device was removed from clinical service, and therapy was continued on a replacement device. There were no reports of any adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.